Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported the damage appears to be caused by a user driving the imaging system into something. The medtronic representative was able to "pop out" the door cover and reported the imaging system has been functioning normally since. The medtronic representative reported the only damage to the cover is cosmetic and therefore does not require replacement at this time. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system was unable to close the gantry door completely. The medtronic representative found the lower door cap cover was damaged and tangled with the metal plate. There was no patient present when this issue was identified.